Manufacturer narrative:
Follow-up #1 date of submission 10/26/2015-product analysis:the device was returned and evaluated by product analysis on 10/12/2015 with the following findings:the battery life complaint could not be duplicated with investigation. Review of the pump¿s black box revealed evidence of a shortened battery life. Two battery compartment cracks were observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The pump successfully performed a prime sequence without issue of alarm. The pump¿s electric power draws were within specification. No damage or defect was found to be pump¿s internal components. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with battery compartment damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.